Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient had left shoulder surgery prior to his consent to participate in this study. The patient experienced increased left shoulder pain post the initial surgery and had a partial left shoulder replacement on (B)(6) 2011. The patient was d/c on (B)(6) 2011. The patient took oxycodone 1 tab prn for pain: (B)(6) 2011. The patient switched to tylenol 500mg x 2 tabs prn for pain: (B)(4) 2011. The patient experienced severe left shoulder pain on (B)(6) 2011 which required surgical intervention and impatient hospitalization/prolonged hospitalization.